Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the patient has a malformed cochlea and experience facial nerve stimulation and periodic pain. The results of an integrity test in 2007 were consistent with normal receiver/stimulator function and multiple faulty electrodes. Cochlear recommended explant/ reimplant surgery.